Event description:
It was reported that pump issued cartridge alarm 20 and that caller had experienced cartridge alarms with consecutive cartridges. There was no adverse impact to the customer¿s blood glucose level. Customer planned to continue using current pump, and technical support arranged pump replacement to resolve issue.